Event description:
Removal of endosseous dental implant. Four implants were placed in class 2 bone on 12/27/96 during a complex procedure. The clinician reports that previous to this procedure, the tooth in site #11 was impacted with a cyst. It was removed on 4/21/95 and bone augmentation was performed. He stated that the bone in this area was very dense at the time of impact placement (osteotomes were used on placement). He also reports that the tps surface of the implant in site #11 was slightly exposed on the buccal aspect at time of placement. This implant was removed on 2/28/97 at which time the patient reported pain. The clinician reports that the prior bone graft may have played a role in the failure.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate of this procedure as published in the scientific literature.